Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/left side pain') in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disease congenital, heart failure, dysrhythmias, uterine bleeding and hemorrhagic infarction. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("spots all over body") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash macular and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and rash macular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: scout image was obtained. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: case category upgraded to serious incident. Events: pelvic pain/left side pain, abnormal bleeding were added. Removal date, reporter information, patient demographic were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.